Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer opened foley tray in preparation for surgical case. Nurse noted on inspection that the aquaflate sterile water syringe to inflate the balloon on the catheter had black material floating inside. Catheter kit was discarded, and another kit was obtained and inspected. The new kit was found to be good without any material inside the syringe of sterile water.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer opened foley tray in preparation for surgical case. Nurse noted on inspection that the aquaflate sterile water syringe to inflate the balloon on the catheter had black material floating inside. Catheter kit was discarded, and another kit was obtained and inspected. The new kit was found to be good without any material inside the syringe of sterile water.